Event description:
Flow selector is mislabeled. Selector can be positioned in the "on" position to administer oxygen and really be in the "off" position.

Manufacturer narrative:
Additional lot #: 0110. Found that device is mislabeled on two different lots 12/09 and 01/10. Device can appear to be in the on position when it is really off.